Event description:
It was initially reported the pt was having trouble with recharging their stimulation device. The recharger could not locate the ins. The pt had recently lost 30 pounds. The pt had been having difficulty recharging. The device was reported to be overdischarged and could not be restarted. The health care provider (hcp) replaced the device with a non-rechargeable stimulator in 2008.

Manufacturer narrative:
Final device analysis results reveal - rechargeable ins is functionally ok, but battery capacity has been reduced due to overdischarge. The ins was in an overdischarged state and required physician mode recharging to restore telemetry. Based on trace data in the ins, the device had not been recharged since 2007, and at that time was only recharged to 3.72 volts.